Event description:
Patient states he had 3 different foley caths placed here yesterday and once home the cath fell out. States on cath #2 and #3 he watched the nurse inflate the balloon prior to inserting cath. States the balloon deflated and thought there was a possible leak. Thinks we have a "bad batch" and was disappointed.